Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact on the blood glucose level. To resolve the issue, customer changed the infusion set and cartridge and resumed insulin therapy.